Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. Customer blood glucose reading was 4.7 mmol/l. The insulin pump was exposed to moisture. The insulin pump went blank after moisture exposure. The insulin pump not working. Insulin pump will be returning for analysis.

Manufacturer narrative:
Device received with missing segments/partial display due to moisture damage found on the electronic assembly. No blank display noted. Unable to perform the displacement test and self test due to missing segments or partial display. Moisture damage was also found on the motor and force sensor during visual inspection. No moisture damage found on the keypad assembly.